Event description:
(B)(4). Event occurred in united states. The patient was hospitalized due to high blood glucose (700 mg/dl) and he was diagnosed with diabetic ketoacidosis. Reportedly, high blood glucose was due to kinked cannula with absence of alarm. He received intravenous insulin drip as corrective treatment. The patient was hospitalized for two nights. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.